Event description:
Synthes (B)(6) sales consultant reported to (B)(4) product manager an event that occurred during an open reduction internal fixation of metacarpal. The surgeon pre-drilled the hole with 1.1mm drill bit. Then the surgeon screwed in to insert the lag screw. As the surgeon was finishing, the screw head broke off. The screw had lagged the bone nicely, so the surgeon left the lag screw implanted. The surgery was completed with no additional delay and the patient is in stable condition. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Device was returned and the investigation is ongoing. Product code: should be mqn.

Manufacturer narrative:
This device used for treatment and not diagnosis manufacturing evaluation: the screw is broken just below the head. Only the head of the screw was returned for evaluation. Visual examination is consistent with product complaint. The thread profile, thread major diameter and thread minor could not be measured because the threaded portion of screw was not available for review. Product evaluation: one screw head from a 1.5mm ti cortex screw self-tapping 12mm (part#400.812.96) was received for evaluation. The shaft of the broken screw was not returned for evaluation. Approximately 1.5 threads remain on the returned screw head. The product drawing was reviewed during this evaluation. The returned screw was made from commercially pure titanium which is an adequate material for implantable screws of this type and size. The design is adequate for its intended use and did not contribute to this complaint condition. The condition of the device is indicative of over torquing of the screw in excessively hard bone which led to the screw breakage.